Event description:
Customer reportedly received result of 214 mg/dl on the advantage system and 97 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Device issue: stent dislodgement. Adverse event: death. Onset of adverse event: during procedure. It was reported that during the procedure in the mid left anterior descending artery, the graftmaster stent was deployed to seal a perforation; however, the stent dislodged distally and was implanted. Reportedly, the perforation was sealed; however, the pt died. Exact date and cause of death is unk. Reported info indicates that the graftmaster did not cause additional complications or the adverse event. Though requested, additional info was not provided.